Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the whole house was in intermittent signal loss with all telemetry transmitters monitored at the central nurse's station (cns). This was occurring on the b side of the telemetry system. No patient harm or injury was reported. Service requested / performed: troubleshooting by nihon kohden onsite support team. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. On-site support was sent to the customer where it was reported that the signal strength was low and was causing the signal loss. On-site support was likely able to resolve the signal loss, as no further issues were reported relating to signal loss within 6 months of this event. The root cause is likely related to signal interference.

Event description:
The biomedical engineer (bme) reported that there was intermittent signal loss of the whole house. This is being experienced on the central nurse's station (cns) and is happening on the b side of the system. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was intermittent signal loss of the whole house. This is being experienced on the central nurse's station (cns) and is happening on the b side of the system. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the zm-531pa telemetry transmitters were being used in conjunction with the cns, but no serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that there was intermittent signal loss of the whole house. This is being experienced on the central nurse's station (cns) and is happening on the b side of the system. No patient harm was reported.